Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Ventricular oversensing was observed in episodes stored in device memories.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ventricular oversensing was observed in episodes stored in device memories.